Manufacturer narrative:
This MDR was a duplicate report of 2219689-1996-00189 howmedica file number **840-19-96-10-18-b. For eval results see above MDR follow-up.

Event description:
The insert did not seat on baseplate. An alternate insert was used. There was no adverse consequence for the pt.